Event description:
It was reported that the patient complained about recently having a lack in his hearing sensation. Testing showed that most of the channels have high impedances except for channels 5 and 11.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation when available, a device failure analysis will be submitted as a follow-up report.